Event description:
On (B)(6) 2025, a patient received total hip arthroplasty. Postoperatively, a peri-stem fracture occurred possibly during rehabilitation. On (B)(6) 2025, a revision surgery was performed to add a plate and wire.